Event description:
There was no patient involved in this event. The device was observed switching itself on automatically.

Manufacturer narrative:
The pad-pak was first installed on the 18th july 2011 and performed to specification up to the 30th june 2013. The device failed multiple self-tests due to a low battery between (B)(4) 2013 and (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The measurements taken would confirm a failing membrane. The excess current drain measured would have caused the early depletion of the pad-pak and would account for the low battery fails recorded. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.